Event description:
Baxter (B)(4) received a report that a 0.5 ml/hr basal/bolus infusor overinfused during patient use. The actual flow rate was 25 ml / 26 hr. This implies a 0.96 ml/hr flow rate, which is 192% of the expected flow rate. The device was filled with a solution of fentanyl citrate. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. A functional flow test was performed on the sample for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: basal calculated flow rate = 0.4977 ml/hr, bolus calculated flow rate = 1.82 ml/hr, basal normalized flow rate = 0.5101 ml/hr, bolus normalized flow rate = 1.86 ml/hr, basal specification range = 0.4375 - 0.5625 ml/hr, bolus specification range = 1.75 - 2.25 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.